Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the cra-sgp, avanos, dispersive electrode, thermogard, adult, was being used during a radio frequency ablation - lumbar with valium procedure on (B)(6) 2022 when it was reported, ¿grounding pad caused 2 small burns (smaller than a dime) on patient's left leg. Burns painful per patient. Defective grounding pad immediately removed from posterior left leg and new grounding pad applied to right leg. Patient informed of incident and provided teaching of care of site. Antibiotic ointment prescribed by md. Pads were placed in vertical placement on the left calf the cord connection toward the patient¿s head. No error messages, but as soon as the machine as turned on the patient complained of pain in her left leg.¿ the reporter stated that antibiotic ointment was prescribed by the doctor. Further assessment questioning found that the degree of the burn is unknown. The current status of the patient is listed as ¿outpatient ¿ alive¿. There was no report of extended hospitalization. With the use of an alternate device the procedure was completed as planned. This report is being raised on the basis of injury due to patient sustaining an unknown degree burn.

Manufacturer narrative:
Although photographic evidence was provided, it does not exhibit any evidence of the reported event. The device was returned to avanos and found that the adhesive of the pad was stuck to the inside of the packaging. The blue hydrogel on one side exhibits a jagged tear at one end and a large wrinkle on the opposite end. No discoloration was observed on the blue hydrogel. There is transfer of the black ink print from the packaging on the white foam sections. No other discolorations were observed. The plug was examined. There are no cracks or breaks. The wiring does not exhibit any visible damage. The blue insulation is intact. The connection to the pad is secure, with no visible damage. At this time the root cause of the event cannot be determined, but based on the evaluation and photos provided, a likely cause of this issue is the device was device was not used per the IFU. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 1,728,040 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000005. Per the instructions for use, the user is advised the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the cra-sgp, avanos, dispersive electrode, thermogard, adult, was being used during a radio frequency ablation - lumbar with valium procedure on (B)(6) 2022 when it was reported, ¿grounding pad caused 2 small burns (smaller than a dime) on patient's left leg. Burns painful per patient. Defective grounding pad immediately removed from posterior left leg and new grounding pad applied to right leg. Patient informed of incident and provided teaching of care of site. Antibiotic ointment prescribed by md. Pads were placed in vertical placement on the left calf the cord connection toward the patient¿s head. No error messages, but as soon as the machine as turned on the patient complained of pain in her left leg.¿ the reporter stated that antibiotic ointment was prescribed by the doctor. Further assessment questioning found that the degree of the burn is unknown. The current status of the patient is listed as ¿outpatient ¿ alive¿. There was no report of extended hospitalization. With the use of an alternate device the procedure was completed as planned. This report is being raised on the basis of injury due to patient sustaining an unknown degree burn.